Manufacturer narrative:
Additional information was received that approximately 3 years and 9 months, after this transcatheter pulmonary valve was implanted, it was surgically replaced due to stenosis and increased peak gradient measurements of 77mm hg. Patient weight and gender have also been received and have been added to section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and nine months following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was replaced. No adverse patient effects were reported.